Event description:
While preparing to take an intraoral x-ray exposure with a x-ray machine the system operator stated that the unit was turned on. This was verified by the service tech who then took the unit out of service until repaired. The unit was not positioned so that it would radiate the operator or pt.